Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2013, allergic reaction assessed as serious and possibly related.

Event description:
This spontaneous case was received on (B)(4) 2013 from a physician and concerns an unk male pt. The pt's alleged medical history included allergies to avocado and tomato. Concomitant medication were not reported. On an unk date, the pt started treatment with biafine for wound healing. The batch number used was not reported. On an unk date, the pt experienced an allergic reaction and was hospitalized. The outcome of the event was unk. The reporter did not have pt's chart and was not able to provide any additional details, including dates of biafine therapy, hospitalization course, medical history, etc. The physician did not provide a causality assessment. For ref purposes only, this case has also been assigned the following tracking numbers: (B)(4) ((B)(4) on behalf of valeant).